Event description:
It was reported that the sherlock 3cg stylus bent when inserted, then broke when removed. So the stylet was not at the same level as the distal end of the piccline, so the end of the stylet was damaged, impossible to continue the ascent inside the vessel, the anesthetist decided to remove the piccline + the stylus at the same time, and the stylus was really weak. After that, the hcp touches the distal part of the stylet, and it is broken...test context, for the second PICC insertion. Breakage of the distal part of the stylet outside the patient, fortunately. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the sherlock 3cg stylus bent when inserted, then broke when removed. So the stylet was not at the same level as the distal end of the piccline, so the end of the stylet was damaged, impossible to continue the ascent inside the vessel, the anesthetist decided to remove the piccline + the stylus at the same time, and the stylus was really weak. After that, the hcp touches the distal part of the stylet, and it is broken...test context, for the second PICC insertion. Breakage of the distal part of the stylet outside the patient, fortunately. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.